Event description:
It was reported that pump experienced malfunction alarm with code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance, confirmed malfunction did not recur, and was advised to continue using pump and to call back if issue happened again, which customer acknowledged and understood.